Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 3006705815-2019-04659. It was reported the patient has been receiving inadequate therapy due to lead migration. As a result, the patient underwent surgical on (B)(6) 2019, where the right lead was re-positioned back to the original position. Surgical intervention resolved the patient's issue. Both of the patient's leads are being reported because it is unknown which lead is liable.